Manufacturer narrative:
B3: january was the reported month of the event, but the exact day not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device wasn't recognizing the latch. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. As a result, the downstream occlusion seal, flex circuit sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.